Event description:
It was reported that the patient presented device change-out for normal eri. Once the device was replaced, the patient was induced. The device failed to convert the patient due to aborted therapy. A message was received for possible hv lead issue. Insulation breach suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during an explant, the cap of the previously capped lead came off and migrated along with a suture, to the incision site. Externalized conductors were observed post-extraction.